Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatable basket was used during a biliary stone removal procedure performed on (B)(6) 2010 (weight is unknown). According to the complainant, during the procedure, the rx lithotripter compatable basket broke free from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatable basket was used during a biliary stone removal procedure performed on (B)(6) 2010 (weight is unknown). According to the complainant, during the procedure, the rx lithotripter compatable basket broke free from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the device found that it had been returned in three pieces and incomplete. The handle, part of the coil assembly and part of the basket assembly were returned for evaluation. The basket was not deformed and the basket tip was still attached to all the basket wires. All four basket wires were found to be cut at different lengths from 6.4 to 7.0 centimeters proximal from the basket band. The distal end of the coil was returned and measured 124.6 centimeters, which indicates that approximately 55.4 centimeters of the coil was not returned for evaluation. Additionally, the coil remnant was buckled and stretched. No part of the pull wire was present within the returned section of coil. The distal end of the clear outer sheath including the sidecar was found to have detached from the coil assembly and was not returned for evaluation. The remaining part of the clear outer sheath was found to be torn/split and accordioned. The device was also found to be detached at the black heatshrink. The device handle was found to actuate smoothly. The pull wire was found to be bent and broken 3.5 centimeters distal from the handle cannula. The break in the pull wire appeared necked down (stretched) and broken jaggedly indicating that the wire might have broken due to stress related forces. The condition of the returned incident device was consistent with the complaint incident that the device sidecar was damaged. The damage could have occurred if the user had an issue while actuating the device inside the scope or patient, if the basket of the device did not actuate properly, or if the device failed during an attempted stone removal. Therefore, the most probable root cause is undeterminable. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).